Event description:
During open heart procedure medtronic 14 fr ostial cannula failed to operate properly so second cannula opened. The cannula was not patent when md tried to transfuse blood to the coronary artery through it.